Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory during bench testing. X-ray inspection identified a broken can wire as the cause for the reported high hv lead impedance.

Event description:
It was reported that high, out of range high voltage impedance was observed. The pocket was opened and the device removed. The lead tested normal and when a new device was implanted, normal measurements were observed. During the procedure, an anomaly on the ICD can could be seen. The patient had no further problems after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.